Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed through remote transmission. The device was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.